Event description:
Paramedics responded to a person described as in cardiac arrest. Reportedly, when an attempt was made to deliver defibrillator therapy to the pt, the device would not charge. This allegation was based on an observation of a connect electrodes display. The pt spontaneously converted back to a non shockable arrythmia. The pt was not resuscitated. There was no reported association between the malfunction and pt outcome.